Event description:
It was observed during the device evaluation that the colonovideoscope exhibited corrosion within the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed corrosion within the air/water nozzle. The observed damage most likely occurred due to degradation over time resulting in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.